Event description:
This lead was removed for infection per mdrf form provided by device tracking. Also removed: kronos lv-t, MDR# 1028232-2007-0180. Setrox s 45, MDR# 1028232-2007-0179. Linox sd 65/16, MDR# 1028232-2007-0178.